Event description:
Reportable based on analysis completed on (B)(6), 2010. It was reported that during a transcatheter aortic valve implantation (tavi) procedure, the coating of the guide wire felt uneven. The physician attempted to resolve the issue by flushing the device, but was unsuccessful. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as 'ok'. However, device analysis revealed the coating of the guide wire had scrape damage.

Manufacturer narrative:
(B)(4): visual inspection of the returned device observed bends/kinks present at 2.5cm and 15cm from the distal tip. Scrape marks observed at 22.5cm from the distal tip section exhibit evidence of missing coating, exposing the core wire. The scrape marks suggest that the coating surface had come into contact with a sharp edge or object. No other damage or inconsistencies were noted to the device during the analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered 'caused by other device'. (B)(4)